Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
The surgeon reported that the drill used with trident implants was not drilling as it should. It damaged the bone and could cause necrosis in the patient. It was further reported that there was a surgical delay of about 15 minutes. Left side.